Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that unspecified sensor issue occurred. The sensor was inserted into the abdomen. The date of the event is an approximation. The patient experienced a hyperglycemic event on an unspecified date following continuous glucose monitoring (cgm) sensor insertion into the abdomen. On (B)(6) 2025, the patient reported cgm values ranging between 121¿130 mg/dl and noted symptoms of dehydration. At the time, the patient was using an omnipod insulin pump. Later that day, the patient was taken to the emergency room, where she was diagnosed with diabetic ketoacidosis (dka). No comparative cgm or blood glucose meter values were reported. Treatment in the emergency room (ER) included IV fluids, reglan, benadryl, and sulfrin. The patient was discharged home on (B)(6) 2025. At the time of the report, the patient stated she was ¿doing okay.¿ data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 type of investigation - additional. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that unspecified sensor issue occurred. The sensor was inserted into the abdomen. The date of the event is an approximation. The patient experienced a hyperglycemic event on an unspecified date following continuous glucose monitoring (cgm) sensor insertion into the abdomen. On 05/31/2025, the patient reported cgm values ranging between 121¿130 mg/dl and noted symptoms of dehydration. At the time, the patient was using an omnipod insulin pump. Later that day, the patient was taken to the emergency room, where she was diagnosed with diabetic ketoacidosis (dka). No comparative cgm or blood glucose meter values were reported. Treatment in the emergency room (ER) included IV fluids, reglan, benadryl, and sulfrin. The patient was discharged home on (B)(6) 2025. At the time of the report, the patient stated she was ¿doing okay.¿ data investigation could not confirm the allegation. App data was provided for investigation. However, as the reporter was unable to provide an approximate incident date, a complete investigation could not be performed. Confirmation of the complaint is undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.